Event description:
It was reported the pt is experiencing pain at the ipg site with stimulation on and off.

Manufacturer narrative:
(B)(4). This is ipg serial number is included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.